Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose reading at the time of the incident was 401 mg/dl. It was unknown whether customer used auto mode. Troubleshooting was declined for high blood glucose. The device will not be returned for analysis. No further patient complications were reported.